Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.